Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 431 mg/dl. Customer was able to treat their blood glucose with an insulin pen, lowering it to 170 mg/dl. The customer reported reconnecting to the infusion set and their blood glucose rose to over 300 mg/dl. It was unknown if the customer had any symptoms of high blood glucose. The customer was disconnected from the call before troubleshooting was completed. The insulin pump will not be returned for analysis.